Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Two devices were received. Two events were confirmed during testing. One device was found to have a worn component which is known to cause accessories to break. One device was found to have a damaged component which is known to cause accessories to break. One device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which an accessory broke while using the device. Two events had no patient involvement; no patient impact. One event had no known patient involvement; no known patient impact.

Event description:
This report summarizes 3 malfunction events in which an accessory broke while using the device. 2 events had no patient involvement; no patient impact. 1 event had no known patient involvement; no known patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale: corrected data: 1 previously reported event is included in this follow-up record. Product return status: 1 device was not available to stryker for evaluation.  Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.